Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2014. A 5071-53 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that sepsis occurred. The bi-ventricular implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.